Manufacturer narrative:
This MDR is being submitted to correct the incorrect manufacturing site and related fields that were previously submitted under MFR#: 0003015876-2020-00013. Physio-control contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A clinical review was performed and it was determined that a use error occurred due to the customer delay in providing manual CPR. This error likely caused the adverse event. The reported malfunction does not inhibit the customer from providing manual CPR immediately in conjunction with the instructions for use. Manual CPR is equivalent to lucas compressions and therefore the lucas device report of blocking (stopping) twice during heart compressions did not contribute to the patient outcome. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was blocked during patient use. The users tried to restart the device, but it did not resolve the issue. Subsequently, manual CPR was provided, but it was reported that the reported issue delayed the patient's treatment. The patient passed away a few days after the event at the intensive care unit.